Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was not crossed. A technical support specialist dialed into the server via secure link and ran the site down query, confirmed that the messages were currently crossing over. No critical notices were reported in health sight viewer. Follow-up attempted via email and phone received no response. The case was marked complete due to inactivity. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient order was not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.